Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer was in the mall and the chair stopped and slanted over to the right. Per the provider, the tire was completely off of the chair. The consumer had no one to call 9-1-1 to transport her home. The caller states the shaft is completely sheared off inside drive tire.